Event description:
It was reported that perforation, pericardial effusion (pe), and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system was positioned at the laa and angiogram was performed. A 31mm watchman closure device and delivery system (wds) was inserted and deployed. After two partial recaptures, the 31mm wds did not meet release criteria and was exchanged for a 27mm wds. The was fell out of the laa into the left superior pulmonary vein. A non-boston scientific (bsc) pigtail catheter was used to position the was back at the laa. The 27mm wds was advanced to the marker band on the was when the was moved out of position. The 27mm wds was removed, and the non-bsc pigtail catheter was re-inserted to manipulate the was back to the laa. The non-bsc pigtail catheter was manipulated inside the laa to get the was away from the ridge border. The non-bsc pigtail catheter was removed, and the patient's blood pressure was noted to be low. Transesophageal echocardiogram showed a significate pe in the transverse sinus. The physician advanced the 27mm wds into the laa to tamponade the laa. The patient's blood pressure was in the 30s and cardiopulmonary resuscitation (CPR) was initiated. Pericardiocentesis was performed. After 8-10 minutes, the patient stabilized. The 27mm wds was removed. Surgeons were called in for support since the pe continued. The patient decompensated and CPR was re-started. The patient received a blood transfusion, and the operating team was called to the room to treat the patient. A surgical clip was placed on the laa. The patient stabilized and was transferred to the intensive care unit.

Manufacturer narrative:
B2: addition of "death" to outcomes attrib to adv event. B5: rfb date of death changed to no information. B5: additional information added. H6: impact code of death added.

Event description:
It was reported that perforation, pericardial effusion (pe), and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system was positioned at the laa and angiogram was performed. A 31mm watchman closure device and delivery system (wds) was inserted and deployed. After two partial recaptures, the 31mm wds did not meet release criteria and was exchanged for a 27mm wds. The was fell out of the laa into the left superior pulmonary vein. A non-boston scientific (bsc) pigtail catheter was used to position the was back at the laa. The 27mm wds was advanced to the marker band on the was when the was moved out of position. The 27mm wds was removed, and the non-bsc pigtail catheter was re-inserted to manipulate the was back to the laa. The non-bsc pigtail catheter was manipulated inside the laa to get the was away from the ridge border. The non-bsc pigtail catheter was removed, and the patient's blood pressure was noted to be low. Transesophageal echocardiogram showed a significate pe in the transverse sinus. The physician advanced the 27mm wds into the laa to tamponade the laa. The patient's blood pressure was in the 30s and cardiopulmonary resuscitation (CPR) was initiated. Pericardiocentesis was performed. After 8-10 minutes, the patient stabilized. The 27mm wds was removed. Surgeons were called in for support since the pe continued. The patient decompensated and CPR was re-started. The patient received a blood transfusion, and the operating team was called to the room to treat the patient. A surgical clip was placed on the laa. The patient stabilized and was transferred to the intensive care unit. It was further reported that the patient died.